Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report gaps in data that occured on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.